Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl. After the alarm, the customer had changed the infusion set site and corrected the bg level using the pump. As the occlusions had occurred in the past and the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.